Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was having discomfort at the pocket site as the site was irritating. The patient underwent a revision procedure wherein the ipg was relocated and replaced per physician's preference. The patient was reportedly doing well after the procedure.